Event description:
It was reported that during a laparoscopic procedure, the device's tip broke in half and fell into the patient, but was retrieved using graspers. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.